Event description:
It was reported that the customer encountered a malfunction code about a week after the month started, specifically on 09/08/2025, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level since it did not exceed 500 mg/dl. The customer successfully reset the malfunctioning pump using online tandem resources, and the issue initially did not recur post-reset. However, the pump later exhibited the same malfunction on 09/28/2025, leading to it being replaced.